Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3612swc was removed on (B)(6) 2019 due to failure to osseointegrate 2 months and 17 days after implantation. The patient has history of hypertension and compromised immunity. The patient has recovered without complications.